Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a false positive result was obtained. No confirmatory testing was reported. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: it was reported by the customer that they tested false positive. Problem description: ¿do not waste your money!!! False positive and no accurate way to read results!¿

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown initial reporter address: (B)(6) was used for the city and state fields; however, no address information was provided by the initial reporter. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿false positive¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a false positive result was obtained. No confirmatory testing was reported. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: it was reported by the customer that they tested false positive. Problem description: ¿do not waste your money!!! False positive and no accurate way to read results!¿